Manufacturer narrative:
A getinge field service engineer (fse) says customer stated that unit has been charging 2 days but no errors logs or faults logs found. Fse perform battery test. Battery test "failed" after 36 min. As per service manual batteries need replaced, so replaced 2 batteries. Completed all functional and safety tests per manufacturer specifications and unit returned to customer.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) battery issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.